Manufacturer narrative:
The screw has not returned for evaluation. Photographs were provided which confirm the event of a fractured screw at the l5/s1 level. A review of the device history records could not be performed as the identifying part and lot number were not provided. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
It was reported a screw fractured around 1-year postoperatively. Revision surgery occurred to remove the screw.